Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the heartstart xl was found to have a discharge problem during the daily test. There was no pt involvement.